Event description:
It was reported that when an extension pack was opened, it did not contain a boot to prevent fluid ingress to the items being connected together. It was noted that a plug and boot kit and a boot kit were opened. The reporter stated that the missing item was not confirmed and could have been overlooked or discarded accidentally by the scrub nurse. It was noted that the extension was used but a further kit had to be opened to complete the kit that was needed to finish the case.

Manufacturer narrative:
(B)(4).